Event description:
A lab was performed on a pt. The lab result was in the 200s mg/dl and made a comparison to a device reading of 424-500s mg/dl. Controls were in range. No treatment was administered. A request was made to return, however customer declined.